Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and found to have no physical damage on the cables. The instrument was fully functional. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.